Event description:
Device was used during a laparoscopic nissen. Reportedly, needle broke and disengaged into the pt's cavity. The surgeon was unable to retrieve the component and applied another device to complete the procedure. The hosp has reported no pt injury occurred.